Event description:
The customer reported that the device did not charge to deliver a shock to a male patient. Another defibrillator was used and delivered shocks to the patient; however, the patient was not resuscitated. It was later indicated that the patient was at the hospital for a consultation and experienced a stroke. The customer reported that the reported device failure may have caused or contributed to the patient's outcome.

Manufacturer narrative:
A clinical review of the reported event determined that the device use may have contributed to the patient's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. Although the specific information was not provided, this assessment is based on the assumption that it would take >1 minute in the hospital setting to retrieve a second defibrillator. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.